Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 15:09, a sample from the patient was tested using the meter and test strip lot number 30497421, resulting with a value of 5.7 inr. At 16:36, a sample from the patient was tested using the meter and test strip lot number 34521322, resulting with a value of 3.6 inr. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.